Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report the pump would not power on. The patient replaced the battery cap and battery to no avail. There was no report of misuse, damage or moisture exposure to the pump. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the black box review shows multiple unusual reboots on the reported failure period. There was no evidence of short battery life. The unit boots up with audible and vibration but the display is blank, unable to display verify screen successfully. The display screen found cracked and damaged. The pump was disassembled; the power flex and the power circuit were inspected with no evidence of intermittent condition or any moisture ingress were found. Unable to read the audible sound test due the display issue.